Event description:
It was reported that on (B)(6) 2015, the patient fell on ice and suffered a concussion. Since the fall, the patient had felt ¿small surges¿ from the lead wires up to the shoulder blades. The patient needed an MRI of the back, related to the fall on (B)(6) 2015. The patient had not reported the fall to their healthcare provider (hcp) yet. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3487a-33, lot# v016644, implanted: 2007(B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger. (B)(4).